Event description:
It was reported that an ilet user experienced difficulty completing a supply change when the cartridge would not fit into the pump chamber and drops were not visible during priming, which was resolved after guidance to perform a rewind and fully lock the infusion set connector to the pump, allowing insulin delivery to resume. No reported adverse clinical effects. Outcomes included successful troubleshooting and education with normal device function restored and no alerts or alarms. Investigation included remote troubleshooting with stepwise verification of setup and priming. Investigation of this case revealed use-related error involving failure to rewind prior to cartridge insertion and incomplete engagement of the infusion set connector, consistent with an infusion set deployed incorrectly or connector not attached correctly, while the device and components functioned as designed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or use error.